Event description:
An endurant ii stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain due to a post-operative rupture. The aneurysm is currently 85 mm in diameter due to a type I endoleak. The patient was transferred from another hospital. A 25x25x49 endurant cuff was placed proximally to the original bifurcated device. This resolved the type 1 endoleak; however, the physician chose to then place 10 aptus endoscrews through the graft into the intima. The physician stated that the endoleak could have been caused because of disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).